Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use when the issue occurred, the customer was performing a diagnosis coronary procedure which was completed by restarting the system. The philips remote service engineer (rse) confirmed the reported problem. Review of system log files showed x-ray generator errors, anode rotation and tube cooler issues. The philips field service engineer (fse) inspected the system onsite and found low load exposure due to tube anode failure. Upon functional testing, the fse checked tube stator resistance and inductivity, both were found to be in specification. To resolve the issue, the fse replaced generator control (cube), battery in kv control and 24v dc fan. Generator backup was restored, and tube adaption was performed. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that an error appeared and only low load fluoro was available. There was no report of harm.